Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. E1: patient city: (B)(6). Patient country: romania.

Event description:
Reference number: (B)(4). Event occurred in romania. It was reported that the patient experienced infusion set leakage at the site on (B)(6) 2026. The infusion set had been in use for a few minutes. The patient replaced the infusion set. No further information is available.